Event description:
Small pieces of plastic in the mouth nevitably means that we are ingesting it [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 34-year-old male patient who received haleon toothbrush (parodontax interdental extra soft toothbrush) toothbrush (batch number s2304h, expiry date unknown) for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started parodontax interdental extra soft toothbrush. On an unknown date, an unknown time after starting parodontax interdental extra soft toothbrush, the patient experienced accidental device ingestion (serious criteria haleon medically significant and other: haleon medically significant) and product complaint. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to parodontax interdental extra soft toothbrush. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received by consumer via call center representative (phone) on 09dec2023. The consumer reported, "I bought one of your toothbrushes twice and am very surprised to see how much the plastic that makes them disintegrates in the mouth during brushing. It is very unpleasant or even worrying to end up with small pieces of plastic in the mouth because it means that we ingest it even in case of extreme precaution, it is inevitable even in tiny quantities. I know I'm not the only one in this case. My pharmacist told me that he is reluctant to sell this product. Aware that this information is sensitive, can you ensure that this plastic is inert and harmless to our health. Follow up information was received on 13dec2023 and the consumer reported "unfortunately, I no longer have the product packaging in my possession. Age 34, male, parodontax interdentaire souple, lot s2304h, I do not have the rest of the information requested as I no longer have the packaging. Follow up information was received on 14dec2023 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: no batch result for batch s2304h were found on sap and the exact product /variant/site can't be determined therefore the case will be closed. No sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As sufficient information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information, if the complaint sample is received or batch details are provided correctly, the complaint issue will be reopened and further evaluated. The investigation reports concluded that, complaint stands inconclusive. The pqc number was reported as pqc228995. Initial and follow up processed together. Follow up information: adverse event information was received from the consumer via call center representative (phone) on 20dec2022. Reporter stated that "per patient´s concern we are not allowed to contact patient to reply medical questions, we will be sending a contact authorization form to contact patient´s hcp."

Manufacturer narrative:
Argus case: (B)(4).